Manufacturer narrative:
Insulin pump was received with button error alarm and intermittent esc button response due to corroded keypad traces. Insulin pump received with normal operating currents. Insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained lcd resilient cover.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive when she tried to deliver insulin. The customer took the battery out and then received a failed battery test and a button error alarm. She was unable to clear the button error alarm. Customer's blood glucose level was 112 mg/dl. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.